Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x12 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, upon removing the stent protector, it was noted that the distal half of the stent was stretched. The procedure was completed with a 2.25x16 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the distal half of the stent distorted, lifted from the stent profile and stretched distally over the balloon and on the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x12 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, upon removing the stent protector, it was noted that the distal half of the stent was stretched. The procedure was completed with a 2.25x16 synergy stent. No patient complications were reported and the patient's status was good.